Event description:
A report was received that the patient underwent a pocket revision due to charging difficulty because the ipg was flipped to one side. During the revision, the physician noticed that the leads had migrated, so he repositioned the leads and replaced the lead extensions as they appeared bent.